Event description:
The user reported that the defibrillator would intermittently dump the charge before becoming fully charged. There was no pt harm involved. The problem was caused by the failure of an integrated circuit (u4) on assembly 590263. There was no apparent cause of the failure of the i.c. The event is not occurring more frequently or with greater severity than is usual for the device.